Event description:
The user reported that after applying the device to the pt to perform cardiopulmonary resuscitation, it was found that the unit would not perform ventilations. Compressions were continued with the device and ventilation was provided with a bag valve mask.